Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email, the customer had relayed that the she was hospitalized due low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl. Customer was changing her infusion set for the first time and she was connected to the insulin pump as she was priming the tubing. Customer's child took her to the emergency room and was hospitalized for a day and half. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.